Event description:
It was reported that during clinical use the cardiosave intra-aortic balloon pump (iabp) had an inoperative ECG signal. There was patient involvement but no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to verify the customer¿s concern. The ECG leads did not have any physical defects and the connector was properly inserted into the unit. The fse tested the ECG functionality with a trainer without fault. The device passed all functional and safety tests per manufacturer specifications.